Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure while attempting to withdraw the guidewire, resistance was encountered and approximate one millimeter of the tip detached into the patient. It was reported that the tip of the corewire was not exposed due to the damage. The coating was removed from the patient via the endoscope with no patient complications. The procedure had been completed with this device and the patient's condition was described as good. Investigation results revealed on (B)(4) 2013 that the tip had detached exposing the tip of the corewire - making this a reportable event.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. A visual examination of the returned guidewire revealed that the tip of the guidewire had detached, exposing the tip of the metal corewire. There was no damage noted to the ptfe jacket and the outer diameter measurements revealed the guidewire was within specification. It is possible that due to anatomical/procedural factors encountered during the procedure performance was limited and may have contributed to the failure. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints have been reported for lot number 15396040. Labeling review was performed and no anomaly was found